Event description:
Sn #(B)(4) malfunctioned, once tubing was connected, the pump would not pump drug through the tubing. The reported product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Diagnosis or reason for use: pah.